Manufacturer narrative:
Correction - d10 - should have included gallant device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-21141. It was reported that the patient presented in clinic for a follow-up. It was noted that the patient had an irritated device pocket. The physician suspected a pocket infection. The implantable cardioverter defibrillator and right ventricular lead were explanted. There were no complications and the patient was discharged post procedure.